Event description:
Additional information received from the patient in response to follow-up reported that the patient would fall, slip, trip, and bang themselves almost daily due to their chronic daily constant migraines. Their doctor was aware of the condition. The patient did not believe they hit any part of the device when they fell the week that they noticed the impedance failure. They had met with a manufacturer representative (rep) on (B)(6) 2015. Impedances were checked and it was found that 2 were not responding. They altered the main channel they used to avoid the unresponsive leads.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that the she did not, and could not sleep on the night of (B)(6) 2015 as her back muscles above the bra-line were bothering her. The consumer checked her own impedances with her recharger that night and it was showing one electrode out of the 16 was not working. It was noted that the consumer had two minor falls in the past week, one on (B)(6) 2015 and the other on (B)(6) 2015. The consumer did not recall hitting the implantable neurostimulator (ins) site during the falls. The consumer was looking for a physician in the area to check her ins and leads. Additional information received from a health care provider reported that the consumer had instructed her to contact the manufacturer to page a local manufacturer representative. The consumer's device was not working, specifically the leads. The issue occurred during use. The consumer's indication for use was noted to be migraine.